Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vngd as tib brg 12x67, item#: ep-189042, lot#013920. Vg 360 univ pst fm aug 67.5x5, item#: 185345, lot#793090. Vg 360 dst fm ag 67.5x5 ll/rm, item#: 185325, lot#901770. Vanguard cr ilok fem-rt 67.5, item#: 183010, lot#j7125799. Vg 360 dst fm ag 67.5x5 rl/lm, item#: 185305, lot#364420. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent initial knee surgery. Subsequently, the patient underwent a two-stage revision operation due to infection. The surgeon removed the cr femur and cemented poly and replaced it with full knee revision components. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was explanted and discarded so no device evaluation could be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.